Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report the sample ID for a patient sample was associated with the incorrect patient name and test when processed on a vitros 250 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The customer identified the discrepancy, and no erroneous results were reported out of the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 604151.

Manufacturer narrative:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report the sample ID for a patient sample was associated with the incorrect patient name and test when processed on a vitros 250 chemistry system. The assignable cause of the event was determined to be user error. The vitros 250 instrument was operating as intended. The customer reused a sample ID without ensuring the previously programmed sample ID was processed to completion or deleted prior to reuse.